Manufacturer narrative:
Conclusion and justification status for MDR: the returned device was sent to the supplier for evaluation, however the sample was inadvertently lost. The device history record was reviewed and no discrepancies were found. A root cause could not be identified without the product to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The grater broke off which resulted in metal pieces falling into the patient.